Event description:
A high drain error 105 (night drain #5) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 at 12:40:03. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. However, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.